Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This ra leads pacing polarity or mode was reprogrammed in response to a problem with the mechanical or electrical integrity of the lead. It is unclear what the exact complaint is. The lead remains implanted at this time. Should additional information become available this file will be updated.

Manufacturer narrative:
(B)(6) 2022 the lead was capped due to noise. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.